Event description:
A healthcare professional reported that following implantation of an intraocular lens (iol) the surgeon noted the haptic was broken. The incision had to be extended to remove the lens and a replacement lens was used to complete the surgery. The wound was sutured. There was a delay of about 20 minutes and it was unk if the pt had any impact. The reporter indicated the use of an unapproved viscoelastic. Add'l info has been requested.

Manufacturer narrative:
The lens was not returned in the carton. The label set and a small empty plastic tray were returned. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in the lot number. The root cause may be related to a failure to follow the dfu. The file indicates the use of an unapproved viscoelastic with the lens/cartridge combination. Due to varying viscosity, the use of unapproved viscoelastics may result in lens delivery difficulties or product damage. Add'l info has been requested. (B)(4).